Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-02830 and medwatch 2210968-2012-02894. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2006 in order to treat pelvic organ prolapse and stress urinary incontinence. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that following insertion the patient experienced pain, urinary problems, bowel problems and neuromuscular problems. The patient underwent mesh implantation on (B)(6) 2006 in order to treat stress urinary incontinence. No additional information was provided. (B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-02830 and medwatch 2210968-2012-02894. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that the patient underwent mesh revision/removal on (B)(6) 2013 due to pelvic pain and vaginal pain. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat cystocele, rectocele, pelvic organ prolapse, and stress urinary incontinence. It was reported that the patient had a concurrent procedure of a total vaginal hysterectomy, anterior/posterior repair, anterior vaginal repair, and sacrospinous vaginal suspension performed during mesh implantation.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.